Event description:
Clinical study. Same case as MFR# 6000089-2007-01655, -01656, and 6000093-2007-02285 and -02286. It was reported that 748 days after a coronary drug eluting stenting treatment procedure, the pt developed heart failure. The patient was enrolled into the study on a loading dose of clopidogrel. The proximal right coronary artery (prox rca) was treated with a 3.00mm x 20mm taxus express 2 drug eluting stent. Residual stenosis was less than or equal to 30%. The proximal circumflex artery (prox cx) was treated with a 2.5mm x 13mm non boston scientific stent. Residual stenosis was less than or equal to 30%. The intermediate/anterolateral artery was treated with two overlapping 2.50mm x 12mm taxus express 2 drug eluting stents. Residual stenosis was less than or equal to 30%. Two days later, the patient underwent a planned staged procedure. The first diagonal (1st diag) was assessed as a type b bifurcated lesion, via v stenting technique; the mid left anterior descending artery (mid lad), the main vessel was treated with a 3.00mm x 20mm taxus express 2 drug eluting stent and the side branch was treated with a 2.50mm x 20mm taxus express 2 drug eluting stent. The main vessel and side branch residual stenosis was less than or equal to 30% (reported as staged procedure). The patient was discharged 23 days after the initial index procedure on aspirin and clopidogrel. During follow-up, the site reported that in july 2007 (actual date unk), the patient developed heart failure. At 748 days post index procedure, the patient was admitted and medical therapy administered. The treatment included an ECG, x-ray, and lab work-up and duplex sonography. Per case report forms, this event was diagnosed as global heart failure with mitral insufficiency 1-2, pulmonale hypertonie. The event was resolved with residual effects. The patient was discharged 22 days after admission. In the opinion of the investigator, the event was reported as unrelated.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.